Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported the system could not boot up. No pt injury was reported.